Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 11-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the doctor implanted an extension and an implantable neurostimulator (ins) yesterday. The left lead was present without a cap when he made an incision and opened. It was not easy to insert the lead into the connector block of the extension. The impedance on contact 2 showed as investigate at the end of the case. They were informed by another manufacturer representative (rep) that an impedance check was not performed at the time of the extension and ins explanation on (B)(6) 2021. Additional information was received from a manufacturer representative (rep) reporting that the cause of the left lead presenting without a cap during the procedure and the cause of the difficulty inserting the lead into the extension connector block and impedance issue were not available. The contacts were cleaned/wiped and reinserted to resolve the impedance issue on contact however the impedance consistently showed the investigate status at the time the rep left the operating room.